Event description:
Healthcare professional (hcp) reported patient (pt) receiving "cvvhd" therapy on the bm25 device. Hcp reported pt had a weight gain of 12 kilograms (kg) over a 3 day period. Pt exhibited with pitting edema, respiratory status worsened, and central venous pressure increased. Pre-surgical weight was 79.9, 11.4.99 wt was 114.3 kg. Outputs consisted of urine output of >100cc per hour and a high nasal gastric tube output. Intakes included IV fluids. After the weight gain was noted, pt was removed from the bm25 device and placed on the bm11 device to continue treatment. There was an immediate improvement in pt condition. There was no medical intervention administered and no pt injury resulted from this event.